Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right atrial (ra) lead exhibited noise oversensing. No intervention was performed. The patient had no adverse consequences.